Manufacturer narrative:
Continued concomitant medical product: addr01 ipg implanted: (B)(6) 2007.

Event description:
It was reported that the patient called looking for a new patient identification card related to a recent procedure and it was noted that the patient had not been registered yet. While the patient's record was updated, the patient stated, "the right atrial (ra) lead was defective and rather than risk taking it out they left it in." The ra lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.